Event description:
It was reported that a pt was undergoing an interventional procedure on an uncalcified lesion located at a bifurcation in the posterior communicating artery (pcom). The pt's anatomy was severely tortuous and significant resistance was reportedly encountered during the procedure despite continuous flush being maintained. It was reported during the procedure, the detachable coil became stuck on the stent and the coil became stretched. The detachable coil was removed from the patient. The user facility did not disclose whether or not the procedure had been completed, only that the pt is in good condition.

Manufacturer narrative:
The device in question has not been returned to boston scientific for technical analysis. Therefore, the cause of the event remains unknown. If the device is returned, and significant information is found, a supplemental report will follow.